Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 486 mg/dl. The customer stated that insulin pump had post-reset ram crc alarm. It was reported that customer were able to cleared the alarm and had to rewind the insulin pump four times before it worked again. The customer's blood glucose level at the time of call was 271 mg/dl. The customer treated high blood glucose with insulin pump. The customer was using the auto mode feature at the time of the incident. The customer did the troubleshoot for the high blood glucose incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring black . Customer returned pump for alleged pump error 23, high bg's and rewind anomaly on event date 23-dec-2021. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment. Unit successfully downloaded to thus. Unable to verify high bg's. Pump error 23 present in history/trace files on event date 12/23/2021 15:07:29.000. No abnormal noise or rewind anomalies noted during test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case corner of belt clip rails, cracked case (battery tube), battery tube threads cracked, missing label damage and missing end cap address label. In summary, customer allegation for rewind anomaly not confirmed. No unexpected pump error 23 noted during testing. Unable to verify high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.